Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "x-ray printouts, all undated, include an ap and lateral of the left knee, noted ¿pre-op¿, demonstrating osteoarthritis, primarily involving the medial compartment. Another ap of the left knee demonstrates a cemented total knee arthroplasty, which appears to be nominal on the ap view." "No clinical or past medical history, no documented post-operative follow-up or description of instability on examination, and no examination of the explanted implant are available. There is no evidence the revision to a larger insert for instability was related to factors of faulty total knee arthroplasty component design, manufacturing or materials. The likely cause for this instability was soft tissue imbalance, which was addressed by a thicker poly insert." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per provided medical records reviewed by consulting clinician who indicated that revision to a larger insert for instability was performed and there is no evidence that revision to a larger insert for instability was related to factors of faulty total knee arthroplasty component design, manufacturing or materials. The likely cause for this instability was soft tissue imbalance, which was addressed by a thicker poly insert. No further investigation is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Liner exchange.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Liner exchange.